Event description:
Event occurred regarding a 30" (76cm) appx 6.3 ml, 20 drop admin set w/integrated chemolock port drip chamber, 0.2 micron filter, chemolock w/red cap, hanger where it was reported that filter set drawing air post filter for an infusion after it had been running for 3 hours. This event occurred during hour 3 of administration. There were patient involvement and no harm.

Manufacturer narrative:
The device is available for evaluation. It has not been received. The investigation is pending.

Manufacturer narrative:
Investigation summary: received one (1) used. List # cl3528, 30" (76cm) appx 6.3 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, 0.2 micron filter, chemolock¿ w/red cap, hanger; lot # unknown. The reported complaint of air in line could not be confirmed. The returned sample was tested and air in line could not be replicated. A device history review could not be could not be conducted because no lot number(s) was/were identified.